Event description:
The enterprise 8000 bed had performed uncommanded movements. No reports of injury to patient/staff.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh, a branch of arjo limited med ab. There was a short circuit found in the control unit. Replaced left acp unit. Additional information will be provided following the conclusion of the manufacturer's investigation.